Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a linear opening on posterior and flat creases. A leak test and microscopic analysis were performed which identified a sharp opening on posterior. Fill test inspection was performed and the result was no blockage. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted,

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.